Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended bringing the patient in for a vector breakdown. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended bringing the patient in for a vector breakdown. This rv lead remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this crt-d system was interrogated and reprogrammed. This rv lead remains in service and no adverse patient effects were reported.